Event description:
It was reported that the patient presented prior to the device replacement procedure. It was noted that the right atrial (ra) lead exhibited high capture threshold. Additionally, it was noted that the right ventricular (rv) lead could not be removed from the ICD header while explanting it for elective replacement indicator (eri). Consequently, the ra lead, rv lead, and ICD were all explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported complaint of failure to remove lead from header was not confirmed. The device was received at elective replacement indicator (eri) range of operation. Final analysis did not find any anomalies.